Manufacturer narrative:
(B)(4). As the device was returned for evaluation, the appropriate options were selected. Evaluation summary: a service history review revealed the device has not been previously returned for any issues related to excessive drain. A trend review was performed for excessive drain for 12 months of activity, from (B)(6) 2009 to (B)(6) 2010, with the control limits and mean based on 24 months ((B)(6) 2008 to (B)(6) 2010). The review indicates the complaint handling system problem code of excessive drain exceeded the upper control limit in (B)(6) 2010. This increase in (B)(6) 2010 could be attributed to the urgent device correction letter that was sent out to clinicians and patients in (B)(6) 2010 regarding changes to the labeling and software associated with iipv. Iipv and excessive drain are similar in nature since both these issues result from the same patient use errors and/or prescription errors. In addition, since (B)(6) 2010 the trend has steadily and significantly decreased. The review indicates that since (B)(6) 2010 to the most current information available, (B)(6) 2010, the trend is considered to be favorable. The patient's therapy logs were reviewed finding that the device had the following parameters programmed: therapy: continous cycling peritoneal dialysis (ccpd) intermittent pd, therapy volume: 12000, therapy time: 10:30, fill volume: 2000, last fill volume: 2000, initial drain alarm: 1800, cycles: 5, calculated dwell: 01:36, drain vol percent: 85, last manual drain: no. The home choice returned instrument test evaluation (rite) testing and home choice electrical leakage tests were performed and passed. Internal and external visual inspections were performed revealing no problems. Due to additional therapies being performed after the date of the reported difficulty ((B)(6) 2010) and overwriting the previous information, there is no log data available from that date. The event log contains patient therapy data from (B)(6) 2010 and recorded no device anomalies and no instances of increased intraperitoneal volume (iipv). The therapy recorded from (B)(6) 2010 showed that the last 6 therapies performed had positive total ultrafiltrations (ufs) with bypasses being performed during each of the therapies and manual drains during 1 therapy. The alarm log recorded alarms from (B)(6) 2010 and recorded check lines and bags, check patient line, drain not finished. A check lines and bags alarm will occur when one or more of the lines are closed or solution bags are empty. A check patient line alarm will occur when the patient line is closed due to a kink, closed clamp or fibrin blockage. A drain not finished alarm will occur when an attempt has been made to bypass the drain phase and it has not yet been completed. A review of the cycle by cycle uf log revealed no ufs that exceeded the iipv criteria. The reported excessive drain was unable to be confirmed in the logs and not duplicated during the product analysis (pal) evaluation. The assignable cause was undetermined. The patient symptoms of abdominal distension and hernia were unable to be confirmed in the logs or duplicated during the pal evaluation. Issues such as these are patient symptom in nature and would not be recorded in the logs or duplicated during the pal evaluation. The assignable cause was undetermined. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulties. The device will be routed to the service area.

Event description:
A customer contacted baxter's technical service center regarding another issue during the call the hp also reported has a hernia. Product surveillance followed up (B)(6) 2010 with the peritoneal dialysis (pd) nurse who reported that the patient has continued therapy using the cycler with no reported issue or problems. On (B)(6) 2010, gpv followed up with the pd nurse who reported: the patient began pd therapy on (B)(6) 2007. The patient was on dianeal pd4 ambuflex at the time of the events. On an unknown date, the patient reported stomach distention on the homechoice machine during the night. The patient also reported that he had a hernia (this was not previously diagnosed or pre-existing). The nurse stated that he saw the patient in the pd clinic on (B)(6) 2010, and the above event of stomach distention was resolved at that time. The rn stated that the nephrologists made a recommendation for the patient to follow up with his primary physician for additional testing to rule out a hernia. Product surveillance followed up on (B)(6) 2010 with the pd nurse who reported the hp had seen the doctor and was diagnosed with a hernia. The hp was referred to a surgeon. The nurse reported the hp would be transferred to hemodialysis to rest the membrane with the intent for him to return to pd therapy after a few months. The writer asked the nurse if the pd cycler was causally related to the hp hernia diagnosis. The nurse's only response was that the hernia was diagnosed after the hp reported stomach distension in (B)(4) 2010. No other information was obtained.

Manufacturer narrative:
(B)(4). Swap of the device was not initiated, device was still in use.